Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to swelling and redness at the incision site. On (B)(6) 2014 a pe tube was placed to drain the site and oral antibiotics were prescribed. The patient was admitted to the hospital on (B)(6) 2014 for mastoiditis and abscess; subsequently undergoing surgery (B)(6) 2014 to clean the wound. The implanted device remains.